Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect reported could not be verified. The following activities were performed service and repair functions. Reviewed service history. Attached box label, software upgrade form, and fms vue final testing. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure of the knee, it was observed that the suction on the fms vue pump device was only working intermittently. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.